Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. It was reported, the stent graft was implanted approximately 4 years ago. The pt had an enlarging aortic neck and a type 1 endoleak requiring removal of the stent graft. The stent graft was successfully explanted and an aortoiliac reconstruction to bilateral distal common iliac arteries procedure was performed. The stent graft was returned to medtronic and its eval is pending.

Manufacturer narrative:
.